Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and, alleged for lost sensor signal due to loss of communication between insulin pump and transmitter, received change sensor alert. The customer reported blood glucose value of 478 mg/dl. The customer was treated with manual injection. The event involved products mmt-7841zn, unk_sensor, mmt-1884, mmt-213a and mmt-332a. Troubleshooting was partially performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for loss of communication. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for unk_sensor. No product return is required for mmt-1884. No product return is required for mmt-213a. No product return is required for mmt-332a.